Event description:
Underdelivery reported. The pump was in homecare use to infuse an unspecified hydration solution (1000ml) at 125ml/h. The patient reported that when the infusion was supposed to be complete, the pump display showed 1000ml infused, but only 850ml was gone from the IV container. The patient did no experience any adverse effects. No additional information was available.